Manufacturer narrative:
Product ID 3889-28, lot# va1txja, implanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: va1txja, ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was calling because she was experiencing pain after her ins was implanted and stated the lead was pressing on the nerve and made the pain unbearable. Patient stated her healthcare provider explanted the lead and replaced it with a new one at the end of march. A week or two after the lead was replaced, patient stated she experienced pain by the ins and her healthcare provider realized the ins might be out too far to the skin so they implanted the ins deeper. The patient stated that about a week ago she has been experiencing a dull pain in the ins area from the ins being like a bar of soap flipping around all the time. Patient was advised to follow-up with her healthcare provider. No further complications were reported.